Manufacturer narrative:
H11. Additional narrative: a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
In early cases of prosthetic device endocarditis (onset less than or equal to 60 days post implant), infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The device was not returned as it was infected with endocarditis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry that a 25mm aortic valve was explanted due to staphylococcus epidermidis endocarditis, dehiscence and rocking of the valve, after 57 days post implantation. The replacement device used was a 23mm valve. Per medical records, the patient returned to the ed for a new embolic subacute infarct within the right superior occipital lobe and left pca. The patient had positive blood cultures for staph epidermis with recent fevers and chills. The patient underwent redo-avr with a 23mm valve, pericardial patch repair of aortic annulus abscess, and ECMO placement. Post bypass tee showed well-functioning valve with no paravalvular leak. The patient was taken to ICU in critical but stable condition.